Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 18 mg/dl; cause was unknown. Paramedics administered glucagon to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on 10/31/2019 was 64 mg/dl. An alert 48 (cgm no readings alert) enunciated at 12:17:27 pm on 10/31/2019 indicating a temporary sensor failure ¿---" for more than 20 minutes. No further readings were observed on 10/31/2019. Therefore, the complaint could not be confirmed. Cgm alert 3 (cgm glucose reading below user threshold) enunciated. A tubing fill of size 23.3 units was observed on 10/30/2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 10/30/2019 and 10/31/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Allowing the cgm sensor session to be in a ¿---" state prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.